Manufacturer narrative:
Qn#: (B)(4). The actual device is not available for investigation.

Event description:
On (B)(6) 2022, in the operating room, an incident was observed during a sleeve gastrectomy. The bag with the specimen inside (piece of stomach) torn. The content spilled into the operating field. A second bag of the same reference was used with success. There was no clinical consequences for this patient but an increased risk of infection. It delayed the procedure for 10 minutes. This incident happens with 1 out of 2 bags used.

Event description:
On 28 march 2022, in the operating room, an incident was observed during a sleeve gastrectomy. The bag with the specimen inside (piece of stomach) torn. The content spilled into the operating field. A second bag of the same reference was used with success. There was no clinical consequences for this patient but an increased risk of infection. It delayed the procedure for 10 minutes. This incident happens with 1 out of 2 bags used.

Manufacturer narrative:
Qn#(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was not reported, the DHR review of the complained lot could not be completed. The reported defect cannot be confirmed because the defective device was not returned for examination. IFU 940268-000003 says that large tissue specimens may need to be cut into smaller pieces for removal. Furthermore, it says that the memobag is removing through the trocar incision side. If the contents of the memobag are too larger to pass through the trocar incision, the incision may need to be enlarged to facilitate removal of the memobag. IFU says that the care should be taken at all times to avoid contact of the bag with sharp instruments, cutting devices, morcellators, electrocautery or laser delivery devices. In the event , that one of above issues is not fulfilled, the complained defect (broken bag) can be caused. The root cause of this complaint cannot be clearly determined because of unavailable defective device. As the root cause of this complaint was not determined, no corrective/preventive actions in production are deemed necessary to introduce.